Event description:
It has been reported to the manufacturer by a kimberly clark sales rep that the velcro tabs are allegedly "flying off". The velcro tabs reportedly landed in the surgical wound and was removed. There was no report of serious injury or death as result of the product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B) (4).

Manufacturer narrative:
The incident device has not been returned for evaluation. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if additional info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.